Manufacturer narrative:
(B)(4). Date sent: 10/26/2016. Batch # n5544p. Additional information was requested and the following was obtained: is it normal procedure to send the patient to ICU for this procedure? No. Was there any harm to the patient due to increased or time or anesthesia? None that I am aware. Was the patient¿s hospital stay extended? Not known. What were the indications for surgery? Was not specified in product event form. Who fired the device and what is his/her experience? Surgical assistant fired the device. Stapler felt as expected upon closing and assistant waited 15 seconds before firing. Upon firing, stapler did not fire correctly and the device opened the cs40g contour device staple line; cdh29a stapler cut but did not fire staples. Where in the green range was the indicator located prior to firing? Was not specified in product event form. Was the anvil placed properly? Was not specified in product event form. When was the safety removed prior to firing the device? Was not specified in product event form. What is meant by ¿would not fire?¿ was the healthcare professional unable to fire the device at all or was he/she able to start firing the device but unable to finish the firing? As per previous answer, upon firing, stapler did not fire correctly and the device opened the cs40g contour device staple line; cdh29a stapler cut but did not fire staples. Did the device cut? Yes. Did the device staple? If so, what was the shape of the staples? No. Was this an emergent surgical procedure? Was not specified in product event form. Did the patient receive any chemo or radiation therapy prior to the procedure? Was not specified in product event form. Was the condition of the tissue problematic? If so, please explain. Was not specified in product event form. What is the current patient status? We have not received an update or additional information from product specialist. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was indicated that the patient being admitted to the ICU is not normal for this procedure. Was the patient admitted to the ICU for other reasons/patient factors that were unrelated the alleged device issue? The analysis results found that the cdh29a device arrived with the anvil missing, otherwise with no apparent damage. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an ultralow anterior resection procedure performed on (B)(6) 2016, the device was introduced into rectal stump after distal transection completed with a cs40g contour stapler. Surgeon placed anvil of the device in proximal bowel and shaft of device in distal rectal stump; stapler then fired by assistant. Stapler felt as expected upon closing and assistant waited 15 seconds before firing. Upon firing, stapler did not fire correctly and the device opened the contour device staple line; the stapler cut but did not fire staples. Contour staple line required repair with vicryl suture once the device removed. Anvil from first device remained in situ with a new like device shaft inserted. Assistant fired second device without issue and leak test negative upon second firing. Two hour delay to procedure.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury. The file has been downgraded to a malfunction. Additional information was requested and the following was obtained: the product specialist advised that it is this surgeon¿s usual practice to have the patient transferred to ICU initially following an ultra low anterior resection procedure. As far as the product specialist is aware, this patient¿s recovery has been as expected with no issues.